Event description:
The customer reported that the system had the same saturation faults as it did prior to service last month. The biomed removed the system from service to prevent any further damage to other parts.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that the dynalyzer kit that was rec'd onsite was damaged, and did not work for calibration. Troubleshooting the ma correction circuit found the ma correction to have an 8vdc spike briefly during hlf. He asked the customer when did the saturation fault happen and it was during hlf on a heavy pt. He was unable to reproduce the problem. The rep ordered parts, gen driver, analog interface and another dynalyzer kit for calibration. The dynalyzer rec'd did not work for calibration. He tried the gen driver and saw the 8vdc spike less frequently. He ordered parts, hv tank, darlington transistors and x-ray regulator along with dynalyzer cal box. The rep found after replacing the darlingtons, the 8vdc spike became 6vdc spike and less frequently with the gen driver. He performed a calibration on the system with the new darlingtons and gen driver. He never saw the saturation fault on the system, but was able to get the ma correction circuit within tolerance, which was the possible cause of any errors in the system. The system is operating as intended.